Manufacturer narrative:
Continuation of d10: 5554-45 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right ventricular (rv) lead, lead integrity alert (lia) triggered. Evaluation revealed rv lead, svc coil high impedance and repeatedly confirmed as higher during manual measurements and noise was noted. Additionally, the rv lead was determined to exhibit early-stage partial disconnection. The rv lead, svc coil was turned off for shock therapy and the wireless alert settings were adjusted to turn off the svc coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a right ventricular (rv) lead impedance alert triggered. Evaluation revealed rv lead, svc coil impedance was high and repeatedly confirmed as higher during manual measurements. Noise was also noted. Additionally, the rv lead was determined to exhibit early stage partial disconnection. The rv lead, svc coil was turned off for shock therapy and the wireless alert settings were adjusted to turn off the svc coil. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that early stage partial disconnection was referring to a suspected partially fractured state.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory observed noise on the electrogram waveforms. Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.